Event description:
Procedure: lap left inguinal hernia repair w/mesh. According to the reporter: when the device was being removed, it came out in pieces. The plastic sheath that wraps the structural balloon broke as normal during inflation, however, it disengaged from the cannula and remained in the pt, this was noted at the end of the procedure and the sheath was retrieved. No need for another instrument, no incision or or extension, pt ok.

Manufacturer narrative:
.